Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a cartridge change the user observed a crack in the cartridge and successfully replaced it, and also noted a small crack on an unopened cartridge which was not used. Symptoms included no adverse clinical effects and no reported hypoglycemia, with a reported blood glucose of 224 mg/dl. Outcomes included no injury, no medical intervention, and continued therapy after replacement supplies were provided. Investigation included a review of the complaint, collection of the reportedly defective cartridges, and device evaluation to be performed by the manufacturer. Investigation of this case revealed cracked cartridges consistent with a device component integrity issue. It was concluded that the event involved a cracked cartridge with no patient harm and that replacement addressed the issue.